Event description:
It was reported that implantation occurred on 06/07/2005 via subclavian vein. Six weeks later, x-rays confirmed catheter separated from port and migrated to patient's leg. Device was removed.

Event description:
It was reported that implantation occurred on 06/2005 via subclavin vein. On 7/2005, x-rays confirmed catheter separated from port and migrated to patient's leg. Device was removed.